Event description:
It was reported that the right ventricular (rv) lead alerted for low pacing impedance. The lead remains in use. It was further reported that the right atrial (ra) lead has intermittent oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.